Event description:
Customer reported that a patient was implanted with endotine forehead 3.0 on (B)(6), 2019. During the patient's follow-up appointment, it was identified that one of the implants had dislodged from the hole drilled for it. On (B)(6) 2019, the patient returned to the operating room for a revision surgery.